Event description:
It was reported following a diagnostic cardiac catheterization that a 6f angio-seal vip was used to seal the right femoral arteriotomy. Reportedly, a pre-deployment angiogram was done post procedure. Hemostasis was not achieved and manual pressure was applied. The patient subsequently experienced acute right leg pain with absent distal pulses. The physician attempted a rescue angioplasty from the left groin and found the right common femoral artery occluded. Recanalization was not achieved via percutaneous tansluminal angioplasty (pta) was performed. The patient was stabilized and surgical exploration and a patch angioplasty. The angio-seal was visible exiting the right common femoral artery. The artery was opened and an intimal flap dissection was seen with the angio-seal anchor lodged in the dissection. The angio-seal components were removed. Blood flow was restored to the right limb and the incision was closed. Two days later, the patient arrested and died. The patient had three vessel coronary disease and was being stabilized before coronary bypass surgery could be done. The physician is not attributing the patient's death to the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined; however, an intimal dissection with the angio-seal anchor lodged inside was seen. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.